Event description:
The reason for call was consumer said pt's charger does not properly charge their implant, everything is plugged incorrectly but the patient can sit there all day and it does not charge their implant. Consumer said none of the cords are frayed and they think the screen shows the normal recharging screen. They recommended consumer call back when they are with the patient. They check first using the programmer to see the ins battery level and they could take a picture of the insr screen. The issue was not resolved. Consumer also said they usually have fraying cords so they know why it does not work. Addiitonal information was received stating that the patient has been attempting to charge since 1:30 and they have only charged their implant just over 50%. Reviewed impacts of coupling efficiency on charging. The consumer stated that the patient only had 6 squares filled. They instructed the consumer to move the dial, moving the dial did not increase coupling efficiency. After moving the dial, the caller could not get more then 2 bars filled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37791, serial# unknown, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that they received the replacement recharger antenna and they installed it, but the coupling issue persisted. The patient had been charging the ins since saturday, but the ins still wasn't fully charged, the patient could only get 2 coupling bars to fill in, even after repositioning the recharger antenna and rotating the dial. They are advised to have the patient follow up with their managing hcp to further address the issue.